Event description:
It was reported that the user experienced pairing failures between the ilet and both the fsl3+ cgm and the ilet mobile app, consistent with an intermittent communication failure involving the antenna/electrical componentry of the system. Symptoms included unknown. Outcomes included unknown. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between connected components, aligned with an intermittent communication failure and involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.